Event description:
The customer contacted stryker to report during testing their device energy output was too high. In this state, wrong defibrillation therapy may be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.